Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Troubleshooting was done. The customer expressed cotton mouth, nausea, vomiting, dizziness and fatigue as symptoms of their high blood glucose. The customer's blood glucose at the time of admission was 715 mg/dl. The customer was treated with an insulin drip. The customer stated that the doctor removed the infusion set and found that the cannula was bent. The customer stated that he would call back tomorrow to report infusion set information. Nothing further reported.